Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to low flow alarms. A CT scan showed a compression of the outflow graft underneath the bend relief. A surgery to inspect the outflow graft confirmed that the outflow graft was twisted near the pump under the bend relief. The outflow graft and outflow graft clip were exchanged. The patient fully recovered and was able to leave the intensive care unit. No further information was provided.

Manufacturer narrative:
Section remedial action initiated: additional information. Manufacturer's investigation conclusions: evaluation of the submitted images confirmed a twist in the outflow graft which could have contributed to the low flow events that were confirmed in the submitted log files. Evaluation of the submitted images appeared to show a twist in the outflow graft material near the outflow graft attachment. The degree that the graft was twisted and the duration that the twist was present could not be conclusively determined through the evaluation of the images. Although a specific cause for the twist in the sealed outflow graft could not conclusively be determined through this evaluation, it appeared to have contributed to the decrease in flow and low flow hazard alarms that were observed in the submitted log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). It was reported that no equipment will be returned for evaluation. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.